Manufacturer narrative:
H3 other text : device was evaluated by third party, factory authorized service center.

Event description:
A ventilator was returned to a third-party service center for service for a ventilator inoperative error message. There was no harm or injury reported. During the evaluation of the device at the factory authorized service center, the complaint was confirmed. A fix 155 was performed and software reinstalled to address the issue.